Manufacturer narrative:
The customer material was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origins (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs meter compared to an unknown laboratory methodology. On (B)(6) 2022, at 08:30 a.m., the patient's inr result tested on the coaguchek xs meter was 2.9 inr. On (B)(6) 2022, at 08:50 a.m., in the laboratory, the patient's inr result was 2.0 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The serial number of the coaguchek xs meter is (B)(4).

Manufacturer narrative:
The patient's test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.